Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware the procedure got an "e22 - motorpack error" message, that was generated by the aquabeam robotic system. The aquabeam handpiece and aquabeam motorpack were replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Additional manufacturer narrative: root cause is not yet determined, investigation is currently underway. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece and associated aquabeam motorpack were returned for investigation of the reported event. Functional testing confirmed the reported e-22 motorpack error message upon docking the handpiece to the associated motorpack and could not be cleared out. The handpiece and motorpack were deconstructed and fluid ingress and salt deposits were observed on electrical components. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 22c00994 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults: e22 - motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece the investigation was unable to establish how fluid entered the handpiece and associate motorpack; therefore the root cause is undeterminable. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.